Event description:
Healthcare professional reported rupture. Device was explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture. Device was explanted and replaced. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ no other observation observed.

Event description:
Healthcare professional reported a left side device rupture diagnosed with MRI. The device was explanted and replaced with a non-allergan product.